Event description:
It was reported that during an attempted implant, while locating a fixation point, the patient's blood pressure suddenly dropped. The physician suspected a cardiac perforation. An echocardiographic examination was performed, in which cardiac tamponade and pericardial effusions was confirmed. The physician decided to remove the lead and postponed the surgery for nine days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).